Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a button error alarm due to moisture damage on keypad trace. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Caller reported receiving a button error alarm on the insulin pump. Caller stated that the insulin pump had recently been exposed to sweat and that the customer may have lay on it. Blood glucose level at the time of the call was 228 mg/dl. No further information was provided.